Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 533 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with trouble shooting and found no bent cannulas or malfunctions with the insulin pump. The customer insisted on having their insulin pump replaced. A replacement insulin pump was sent and the custom sent their device back for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.